Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record review is not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that in his opinion the quality of the sleeves had changed. The sleeve was softer than before. The sleeve became bruised when performing the incision. Doctor had to adjust the system settings in order to perform the surgery as usual. The sleeve came in contact with patient but there was no patient harm. Additional information was provided by a company representative. The reported issue occurred in several patient procedures. The procedures were completed without incidents. Additional information has been requested.